Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 486 mg/dl (aviva) and 112-200s-range mg/dl (advantage, 400s-range mg/dl (aviva) and 150s-range mg/dl (advantage) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva meter. Reference medwatch with patient identifier (B)(6) for the advantage meter.